Event description:
It was reported that the insulin pump had a frozen display and sounded a constant tone without any alarm. The blood glucose reading was 187 mg/dl. The customer also stated that the button presses were unresponsive. She stated that the time minutes still progressed, however. Upon insertion of a new battery, the insulin pump stopped sounding the constant tone. She reported that the screen was not totally blank, but none of the buttons were responding. She later stated that there was no advancement of time. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with current date and time. The minilink transmitter communicated properly with the insulin pump. The bg now alert functioned properly. No frozen screen, time clock, frozen display or unexpected audio/beep anomaly noted during the testing. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.